Event description:
It was reported that during implant attempt, there were problems to get the guidewire inside and back outside the lead tip. The lead was not used. There were no patient complications reported as a result of this event. The patient's status was reported to be ok.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B) (4) analysis of the returned lead found no anomalies. Visual analysis noted blood/body fluid on the outer tubing overlay.